Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis in fair condition. The tank was filled with water, attached temp check, and was powered on; lcd on pcb was blank. Based on the evidence, the complaint was confirmed but the root cause is unknown.

Event description:
Information was received indicating that the lcd to a smiths medical level 1® hotline® low flow system was noted to be bad. There were no reported adverse effects.